Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when attempting to deliver a food bolus, the customer forgot to include the blood glucose (bg) value, and attempted to deliver another food bolus, and accidentally transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. Reportedly, the customer delivered too much insulin. Tandem technical support reviewed the bolus history and verified that the customer initially delivered a 3.5 unit food bolus. Then, the customer programmed a carbs value of 197 grams instead of a bg value of 197 mg/dl, and requested a bolus of 8 units, which was then cancelled after delivering 4 units. However, the customer programmed 197 grams instead of 197 mg/dl again and cancelled the bolus after 1.09 units had been delivered. At the time of the reported event, the customer's bg level was 165 mg/dl. Several hours later, the customer reported bg level decreased to 125 mg/dl, and after consuming food and consuming coffee with sugar, bg level was "okay" and at 103 mg/dl. Further follow-up from tandem technical support was declined by the customer.